Event description:
Caller reported experiencing cgm error 42. The customer's blood glucose level was 105 mg/dl, which is within the normal range. Technical support guided the caller through a pump reset, after which the error did not reoccur, and the caller was able to successfully start their sensor session.